Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high." Cause was not known. Customer changed infusion set and cartridge to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.